Event description:
Pt reported, the cannula housing on the infusion set separated completely from the self-adhesive. Pt stated, the issue occurred 2 times. Pt reported, the self-adhesive was on her skin. Pt stated, her blood glucose was elevated at 331 mg/dl and she experienced 3+ ketones. Pt's normal blood glucose range is 90-100 mg/dl. Pt is 10 weeks pregnant. Pt disposed of the alleged infusion sets. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.